Manufacturer narrative:
Unit passed displacement test and self test. Unit received with corroded battery tube and corroded electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.